Event description:
Patient undergoing total vaginal hysterectomy. During the procedure the handpiece jaw would not open. The surgeon was attempting to clamp, cauterize and transect pedicles and the surgeon had to force it open until one of the triggers broke.